Event description:
The shaft of the reamer is bent towards the tip and bound up on the ball nose wire. The reamer is not functioning correctly.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The event description revealed the reamer to be the primary product. An investigation and a review of the DHR were not possible due to missing product and missing lot code; the root cause is unknown. The customer reported that the reamer was bent towards the tip. Most likely the reamer was damaged prior to the surgery during cleaning; the user over bent the area flexible shaft to unflexible bixcut head. Overbending is not allowed according to the IFU. Furthermore all instruments shall be checked regarding their functionality prior to every case. A more precise evaluation was not possible based on the given information. No non-conformity identified. Device was not available.

Event description:
The shaft of the reamer is bent towards the tip and bound up on the ball nose wire. The reamer is not functioning correctly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.